Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. The device was programmed to deliver an unknown volume of tacrolimus (dose unknown) for 24 hours at a rate of 10.4 ml/hr using non-di(2-ethylhexyl)phthalate (dehp) tubing. The customer noted a primary and secondary set used and reported the infusion was "180 minutes difference (late)¿ with a difference of 1.29 ml/hr from the programmed late. There was no known patient injury or medical intervention associated with this event. No additional information is available.